Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h6, h11 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material issues: degradation. Mechanical issues: stress, deformation, wear, corrosion. Electrical issues: component issues. Other issues; settings, peripheral influences. These can be caused by no design or manufacturing issues and can occur between components such as boards, pumps, connectors, sockets, tubes, fans, housings, panels, batteries, switches, touch screens, etc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the emergency light of the subject device went out and the fan part on the back isn't spinning. The event occurred at a therapeutic procedure. There were no reports of patient harm.